Event description:
During the procedure, the catheter from this set became damaged and cut the pt's blood vessel. The pt's condition is stable. An attempt to gain further info regarding this event has been unsuccessful.